Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were found to have dislodged. It was determined that the patient experienced twiddler's syndrome. The leads were repositioned. A couple months later, it was found that the leads had dislodged once again due to twiddler's. The ra lead was explanted and not replaced, and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.